Event description:
It was reported that during a drainage of a pneumothorax, patient experienced pain. The physician placed the expel¿ drainage catheter without issue. The position of the drain was checked under fluoroscopy and the suture was pulled to lock the pigtail. Shortly after, the patient complained of severe pain. The drain had curled up and had moved under the lung. The physician had to remove the drain. No additional patient complications were reported.

Manufacturer narrative:
Updated: describe event or problem. (B)(4).

Event description:
It was further reported that the drainage catheter was used to drain fluid outside the lung in the chest cavity. There was no puncture of the lung noted. Drainage of the fluid was completed with another device. No patient complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).